Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level was 40 mg/dl. Customer current blood glucose level was 78mg/dl and treated with food. Troubleshooting was performed for over delivery. Based on customer report customer did allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).